Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform the displacement test; verify rewind function, or prime pump due to no button response. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he was unable to complete the rewind process. Customer was changing the infusion set when the button error alarm occurred. Customer's blood glucose was 162 mg/dl at the time of the incident. Customer was sweating and playing basketball. Customer stated that the insulin was shooting out of the infusion set and then he received a max fill reached message. Customer stated that he never received a belt clip or holster. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.